Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and passed/failed. External visual inspection was performed and failed. The allegation was confirmed due to the finding of a broken sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.